Event description:
It was reported by svc report that the bed is not charging when plugged in. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken power prong on power cord.